Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot number gd896126 with no issues noted during the manufacturing process. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by abdominal pain. The cause of the peritonitis was unknown. On the same day, the pt was hospitalized for the event. On an unreported date, the pt was treated with unknown pain medications for peritonitis. On an unknown date in the same month as the event, the pt was treated with an unknown antibiotic for peritonitis. On an unknown date the following month, the pt discontinued unknown antibiotic therapy. The same month, the pt was discharged from the hospital and began treatment with levofloxacin (500 mg, every other day for 16 days, route not reported) for peritonitis. The levofloxacin therapy was ongoing. At the time of this report, the pt was recovering from the event and the pd therapy was ongoing. Additional information was requested but was not available. This is report 3 of 3 involved in this peritonitis event.